Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, g3, g6, h2, h6 (component code, device code, type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 27mm 11500a aortic valve, was explanted after an implant duration of seven (7) months due to endocarditis. The explanted valve was replaced with a 21mm 11500a valve. Per medical records, the patient presents with systemic bacteremia, echo showed aortic and native mitral valves with endocarditis/vegetation, CT scan showed aortic pseudoaneurysm. On hospital day #8, the patient underwent redo avr, aortic root patch repair due to annular abscess, mvr with 25mm mitris valve, repair of aortic pseudoaneurysm; tevar, extended hemiarch ascending aortic replacement with 34mm gelweave graft. Intraoperatively, the aortic valve had extensive vegetation destroying the leaflets with vegetation noted in the lvot. The aortic valve was explanted, after full debridement and annular repair a 21mm 11500a valve was implanted. Due to complex repairs and friable tissue, there was bleeding/hemorrhage during the procedure. Post repairs, there was severe lv dysfunction and required placement of iabp. The patient was transferred to the sicu in critical condition.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 27mm 11500a aortic valve, was explanted after an implant duration of seven (7) months due to unknown reason. The explanted valve was replaced with a 21mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.